Event description:
The initial reporter stated they received questionable high results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. Specific data was provided for three patient samples with discrepant na results. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a na value of 179 mmol/l, which repeated as 144 mmol/l. The second patient sample initially resulted in a na value of 154 mmol/l, which repeated as 141 mmol/l. The third patient sample initially resulted in a na value of 169 mmol/l, which repeated as 142 mmol/l. The na electrode lot number was u29. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The ise bath was washed. The reference and na electrode were replaced. An ise check was performed and results were within range. The field service engineer determined there was a leak in rinse unit tubing. The tubing was changed. Calibration and controls were run and all results were within allowable ranges. Precision studies were performed and precision was improved. The investigation determined the service actions resolved the issue.